Event description:
Distributor reported that pump button was malfunctioning, requiring multiple presses to operate and causing difficulty in turning the screen on and off. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.